Event description:
Harmonic curved shears did not work. They tested ok, but when surgeon attempted to use the shears on the patient, they would not fire. A second set was opened and they did not work. The industry rep was notified.